Event description:
Pt was being fed using a pump. At 4am, one liter of an enternal feeding solution was hung, and the pump was set to deliver 80 ml/hr. After 2 hours. The entire amount had been delivered. Resident had 350 cc emesis and stated felt better. Blood sugar were taken every 1-2 hrs after the feeding. Feeding was held until 2:30pm, however blood sugar dropped to 70 at 1:00pm and feedings were resumed. Pt monitored for signs and symptoms of aspiration. There was no illness, injury or medical intervention resulting from the event. One pt involved.